Manufacturer narrative:
Tracking

Event description:
It was reported during a lap nephrectomy procedure a few minutes into the case, error code 5 was displayed on the display panel. The instrument was removed from the pt and the tip of the shear was seen to fall off external to the pt. Instrument was replaced and the case progressed as normal. The tip has been retained and is contained on the plastic bag with the rest of the instrument. The instrument was replaced with a new instrument. There was no pt consequence.